Event description:
Implant date: 1992. Post operative x-rays indicate a pseudoarthrosis. Revision surgery in 1996 to replace device at which time it was noted there was a pseudoarthrosis and the screws were "loose".